Event description:
Pentax medical was made aware of a reported complaint on 25jun2019 that occurred in (B)(6) in the operating room during use involving pentax medical naso-pharyngo-laryngoscope(n-p-l) model vnl-1570stk, serial number (B)(4). The reported complaint, "when pulling the naso-pharyngo-laryngoscope out from the nose of the patient, the doctor found that it was a bit hard to pull out. After pulling out the naso-pharyngo-laryngoscope the doctor found the there was a little blood inside patients nose. The doctor applied some medication to the patient". Additional information obtained from report number: (B)(4), the local adverse event report form created on 25feb2019, that was submitted to (B)(6). The report was approved by (B)(6) on 24jun2019 and provided to pentax medical on 25jun2019. Per section 4 of the adverse event report, on (B)(6) 2019, the distributor visited the hospital and detailed the events that the doctor used the naso-pharyngo-laryngoscope, model vnl-1570stk, serial number (B)(4), to do the inspection on the patient. After completing the inspection, the doctor felt a little resistance when pulling out the naso-pharyngo-laryngoscope from patient's nose, and the patient felt a bit of pain. After removing the naso-pharyngo-laryngoscope from patient's nose completely, doctor found that there was a little blood in the patient nose. The doctor also noticed that the surface of the bending rubber was broken. The facility contacted the distributor and provided photos of the damaged naso-pharyngo-laryngoscope. During the visit, the distributor confirmed that the bending rubber was damaged. The distributor also documented that the naso-pharyngo-laryngoscope was not inspected prior to use and did not have leak testing done prior to usage on (B)(6) 2019. It was also noted that the user facility has not been performing inspection, leak testing and daily maintenance. On 04apr2019, pentax medical made a major repair of the naso-pharyngo-laryngoscope, replacing an aging venting connector, light prong, pve connector, lcb and body cover grip. Pentax medical emphasized to the doctor the daily maintenance points, and if the endoscope was found to be worn, the hospital needs to contact pentax medical for repair in a timely manner. The naso-pharyngo-laryngoscope was repaired and returned to the customer. Per the instructions for use(IFU). Caution: pentax endoscopes should be tested for the integrity of their water-tight design using a leak tester. If the endoscope is used in a condition where the integrity of its water-tight design has been compromised, endoscope damage due tot he infiltration of water may result. Inspect the insertion tube. Check the entire surface of the insertion tube for abnormal conditions such as sharp edges, dents, crush marks, wrinkles, bumps, excessive bleeding, protrusions, bite marks, peeling of the outer sheath cut/holes or other irregularities. Similarly check the condition of the umbilical cord for outward signs of damage such as buckling or crush marks, etc. Based on the evaluation of the endoscope and the on-site investigation by the distributor, the failure of the customer to properly inspect and maintain the endoscope per the instructions for use(IFU) resulted in the deterioration of the endoscope. The resulting condition of the endoscope should have been identified and the endoscope should have been returned for service.